Manufacturer narrative:
On (B)(6) 2021, mentor received additional information providing an estimated date of event: (B)(6) 2004. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 2, 2021, mentor became aware / received additional information indicating the patient underwent explantation on (B)(6) 2021. In addition, the patient was confirmed to have experienced capsular contracture baker grade 3 on the right side post-operatively. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with two 500cc mentor memorygel breast implant and experienced capsular contracture, baker grade unknown on the left side and autoimmune related symptoms including fatigue, pain in feet, and unexplained weight gain post-operatively. The patient indicated they were being treated for rheumatoid arthritis and hashimoto's disease. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.